Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins) for urinary dysfunction/ sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient reported feeling a shock at their ins site when they were at a sporting event and sat down in a metal chair. They also reported they noticed the same shocking issue at the ins site when touching certain metals. The day of the report their programming had been changed to try to address the issue, but so far it hadn't appeared to have resolved the reported issue. Caller noted that the stimulation did help the patient with their symptoms. If reprogramming didn't address the reported issue, the patient may turn their stimulation off until they could be seen by the clinic. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the cause of the shocking was not determined. The patient sat down in a metal seat and noticed a sudden shocking sensation at the ins site. It was reported that the patient followed up with their provider. They helped the patient switch programs or electrode configuration that was being used. The office instructed patient to turn the device completely off if further shocking sensations were felt. No further complications reported/anticipated.